Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, sent in for line assessment and it was noted that normal saline was leaking at 7cm mark. PICC exchanged. No other information was provided.

Event description:
It was reported, sent in for line assessment and it was noted that normal saline was leaking at 7cm mark. PICC exchanged. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed; however the root cause was not identified. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed between the 7cm and 8cm depth markings. The sample kinked preferentially at the kink impression site during manual manipulation. Microscopic inspection of the kink site revealed a longitudinally aligned split at one corner of the kink impression. The split exhibited a granular fracture surface. The fracture features were consistent with a tearing type failure. The permanent kink impression suggested that kinking of the indwelling catheter shaft contributed to the fracture; however, it could not be determined if an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.